Event description:
Customer reportedly received the following results within 10 minutes on two different systems: 22.0 mmol/l (mobile system) and 3.2 mmol/l (compact system). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number not available). (B)(4). Device was not returned for evaluation.